Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high impedance warning. The alert limit was programmed lower than the recommended nominal limit. The observation appeared to be associated with the patient's clinical status changes. It was noted that there were no indications of a lead integrity issue. It was suggested that the lead continue to be monitored and the alert limit on the lead should be adjusted in order to be consistent with the nominal setting. The lead remains in use. No patient complications have been reported as a result of this event.